Event description:
Diasorin molecular llc received a complaint on (B)(6) 2021 alleging false positive results with just universal transport media (utm) with the simplexa covd-19 direct assay even after decontaminating the instrument. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. No patient testing occurred during this event.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results with universal transport media (utm) with the simplexa covd-19 direct assay even after decontaminating the instrument. Only screenshots of the issue run was provided for analysis. All eight (8) wells of utm on (B)(6) 2021 @ 0835 were positive for the s gene and orf1ab targets, but when run on another simplexa assay lot, only one (1) well was positive. It is not known what the CT ranges were for the false positive results since it was only images of the runs and not the actual electronic run, but it appears to be caused by contamination since utm is supposed to result negative. Technical service asked the customer on 9/30/2021 if any sort of environmental testing was performed to find the source of the contamination and the types of pipettes the customer was using, but no response has been given as of 10/11/2021. Batch record review showed the critical component, reaction mix mol4151 lot# x12360n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for a previous complaint on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150 lot# x12349n for suspected false positives. Investigation conclusion is pending information about environmental testing and the source of the alleged contamination.